Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause leakage. Of the 48 retention samples, 12 were evaluated by functional leakage and torque testing and no issues were observed relating to leakage as all samples met specifications based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter experienced blood leakage at connection site. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage from the connection site occurred in several products. All actual samples were discarded.